Event description:
Additional information received reported that the open conversion was done approximately four years post implant. It was also noted that the bifurcate stent graft had the fabric hole. Review of cta¿s in the same year of the index procedure revealed that the endurant bifurcate was positioned just below the renals. The proximal neck was mildly angulated. The proximal stent graft od was approximately 21mm. One cm below the proximal margin, between covered springs 2 ¿ 3, the bifurcate aortic body was acutely angulated 30deg l-r, and narrowed to 20mm od. The maximum aaa diameter measured 6.5cm. No endoleak was seen. The ipsi limb was placed down into the right common iliac artery and the contra limb and extension were positioned distally into the left common iliac. The right limb distal od measured 13mm and the left limb distal od was 20mm. Both limbs were patent. No stent graft issues were observed. The cause of the reported type iii fabric endoleak could not be determined from the films provided. No stent graft issues were observed from post-implant films from the same year as the implant, and images from just prior to the open repair which identified a fabric hole were not available for review.

Event description:
An unknown endurant stent graft system was implanted. It was reported that the aneurysm ruptured after the implant of the endurant stent graft. Open conversion was done and most of the stent graft was explanted. CT scans and the explanted stent graft were examined, and fabric hole was identified. Future treatment was planned. Per the physician, the event was related to the device and it was related to the bare metal at the apex of the contralateral limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device analysis: the devices were explanted during surgical conversion due to a ruptured aaa. Details of the patient anatomy at implant, including patient follow-up information, were not available for return. It was recently reported that the patient's aaa had ruptured. The stent graft was partially explanted and the patient was successfully converted during open repair. The site recently reviewed the CT's and assessed the explanted device, and reported that a fabric hole was observed in the bifurcate which they believed was caused by the apex of the proximal stent of the contralateral limb. From the examination of the returned device and clinical information provided, the exact cause of the ruptured aaa could not be determined. However, it is possible that several tears observed on the bifurcate, just above the level of the flow divider, may have been the source of a type iii fabric endoleak and contributed to the rupture. The device was returned with the bifurcate transected proximally at the aortic body (between stent # 3 and #4), and the ipsi limb was transected distally below the level of the gate. The bifurcate proximal section, including the suprarenal stents, and the distal ipsi limb were not returned, thereby limiting the extent of the analysis. The contra limb was returned detached from the gate and transected into 3 sections, and the 2 stent length proximal section of the contralateral limb extension was also returned. Fabric tears were observed at 3 locations near bifurcate stent #5; just above the flow divider on the contralateral/left side of the aortic body. Two fabric tears in close proximity to each other, 1.4 mm and 0.4 mm in length, were seen on the lateral-left surface of the bifurcate, and appeared consistent with abrasion and fabric weave separation possibly caused by the underlying contralateral limb. A 3.0 mm lengthwise tear was also observed near stent 5 on the anterior surface of the bifurcate; this tear showed the appearance of an excision cut, but cannot rule this out as initially caused by stent abrasion since the location is approximately 1 contra stent apex distance away from the 2 fabric tears. A cut suture and an associated 0.5 mm ID expanded suture hole were also seen at stent 5 near the flow divider medially; the exact cause could not be determined, but may also have been caused by the underlying contra limb. No other device integrity issues were seen with any of the devices. Since the contra limb was returned detached from th e gate, the precise in-vivo location of the contra limb proximal stent in relationship to these observed tears is uncertain. However, a review of early post-implant films confirmed that the proximal markers of the implanted contra limb were aligned with the bifurcate flow divider, and therefore this observed fabric wear would have likely been in close proximity with one or more of the contra limb proximal stent apices. Per review of the device history record, the device was verified to have met all endurant manufacturing specifications and quality inspections prior to shipment. This includes dimensional verification, packaging, delivery system inspection, and stent graft inspection. A review of the earlier post-implant cta's could not confirm the cause of the rupture. No stent graft issues were observed from these films and additional images, including films from just prior to the open repair, were not available for review. The stent graft in-vivo configuration just prior to explant was not available to review; therefore, it could not be determined if anatomical issues may have also contributed to the fabric holes. Any type iii fabric endoleak or other possible endoleak at the time of the explant, which may have also contributed to the rupture, could not be assessed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implant date - exact date unknown. Explant date - exact date unknown.